Event description:
Meter name: one touch basic enhanced. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage dizziness. A patient reported they were not able to get a blood reading. Their meter allegedly would power off during use. Not able to get a blood reading at all on meter. Customer used neighbor's meter reading 305mg/dl. There was no treatment. No further information has been reported.